Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 138 mg/dl. During troubleshooting customer lose battery cap while cleaning the battery cap contact. The customer was unable to continue troubleshooting was advised to call us back when she find her battery cap to finish troubleshooting. Customer was advised to use (B)(6) battery.